Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that during use with the clip delivery system (cds), the leaflets were unable to be grasped and a chordal rupture was observed. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip (cds 51010u157) was successfully deployed in the a3 and p3 leaflet. However, the mr remained at 4+. A second cds 51028u105 was advanced to the mitral valve leaflets. Leaflet grasping was performed; however, the clip was unable to grasp both leaflets due to the anatomy. The clip was difficult to visualize at the medial aspect of the mitral valve. Leaflet assessment was difficult due to the clip location, flail, prolapse posterior leaflet and imager in-experience. Chordal rupture was observed on a2 segment during the attempt to grasp the leaflets with the second clip. The clip was not deployed and the procedure was discontinued. With the one clip implanted, there was no change in mr. No additional treatment is planned. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported difficulty grasping appears to be related to patient morphology/pathology and user technique/procedural circumstances due to difficult visualization. The reported patient effect of tissue damage was likely a result of difficulty grasping and therefore procedural circumstances. It should be noted that the reported patient effect of mitral valve injury (tissue damage), is listed in the mitraclip system instructions for use: is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.